Manufacturer narrative:
The product family for this women¿s healthcare product is unknown. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unknown, the women health product ifus are found to be adequate based on past reviews. Sample not received.

Event description:
The patient¿s attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.